Event description:
Excruciating pain in the right knee [arthralgia]. It did not help him at all [device ineffective]. Case description: spontaneous report was received on (B)(6) 2012, regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. In the past, the patient received an injection in the knee (name of the injection not provided) and his knee did not bother him for 5-6 years. On an unspecified date in 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml, once (route of administration not provided). It was reported that the patient got synvisc one 5 month ago and it did not help. The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2012, the patient experienced excruciating pain in the right knee. The patient received cortisone for the event of excruciating pain in the right knee. The outcome for the event of excruciating pain in the right knee was not provided. Concomitant medications were not provided. The intensity for the event of excruciating pain in the right knee was not provided.

Manufacturer narrative:
Evaluation summary: qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.